Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3014334038-2022-00222. A facility reported a cerelink microsensor (ID 826851) was placed on (B)(6) 2022. The initial reading was 3. The icp express monitor was working correctly and intracranial pressure (icp) was being displayed. When the icp express was plugged in to the bedside monitor, the bedside was zeroed correctly and was matching the correct icp. In the morning of (B)(6) 2022, the icp express began reading a negative icp. The waveform looked great, but no troubleshooting was able to fix the negative reading. Therefore, the surgeon decided to explant and replace the sensor on (B)(6) 2022 . A new cerelink microsensor was implanted and is reading normal icp. The icp express monitor was working correctly clinical questionnaire provided: hospital name: university medical center of (B)(6). Hospital location: (B)(6). Time/date of failure: 5 am (B)(6) 2022. Description of the failure: reading negative icp sensor information a. Kit used: metal bolt (826851), b. Serial number: (B)(4). D. Implant location: parenchymal e. Hospital location of implant: ICU cerelink monitor serial number: icp express (B)(4). Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) No a. Was a movement assistance device used? If yes, please specify. N/a b. Amount of time between patient movement and failure event. N/a c. Was the microsensor disconnected from the cerelink monitor during each phase of transport? No d. Did the patient receive an MRI or CT scan before the failure occurred? MRI what was the mean icp before the ¿event¿? Icp value: 2 what was the icp waveform quality before the ¿event¿? Normal what is the current mean icp? -9 what is the icp waveform quality after the ¿event¿? Normal when the failure occurred, was the icp express monitor plugged into the wall? Yes when the failure occurred, was the icp express monitor connected to a patient monitor? Yes a. If yes, provide patient monitor make & model - make: icp express / model: 82-6634. When the failure occurred, where was the icp express monitor positioned? IV pole other: list all devices being used close to the icp express monitor: patient monitor other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify: none were bipolar or monopolar forceps used while the sensor was plugged in? No provide a description of any unusual events or issues that occurred during the implantation or during the patient care : n/a describe the quality of the insertion: no issues. Good insertion take a picture of the explanted sensor tip or provide a detailed description (blood coagulations, physical deformity, residues, etc.): no residue that can be seen

Manufacturer narrative:
.The cerelink icp probe (ID 826851) was returned for evaluation. Device history record (DHR) review - the lot 6400807 (sn (B)(6)) met specifications. Failure analysis - the issue reported by customer could not be confirmed. The catheter material stretched and cut/torn apart. The catheter received in two section. No testing was possible. Nevertheless, the failure mode in this complaint is being investigated. The root cause of the issue reported by customer could be determined due to the condition of the catheter received. But the damaged catheter could be due to a mishandling of the device. Per the complaint background, error message on screen. A device history record (DHR) review, trending, and risk assessment were performed as part of the complaint evaluation. A corrective and preventive action was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a.